Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. Clinical review of the patient treatment report depicts: flap grossly decentered relative to the corneal center and length of the canal is rather short, not ending outside of the applanation area. These factors may have contributed to create the massive oblique bubble layer (obl), and a possibly thinner cut, and a vertical gas breakthrough (vgb) with surgical fluid by-products, is released and collects between the cornea and applanation cone. No technical root cause was identified based on the available details. The root cause cannot be determined conclusively. The root cause of the vgb with the consequence of the flap could not be lifted is a too short canal due to inappropriate canal length chosen by the user. The root cause of the thin cut may be related to the fluid between cornea and applanation cone. The decentered cut location and the relatively small corneal diameter (holding force of the suction ring on the conjunctiva) might have contributed to fluid collection between cornea and applanation cone. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Event description:
A doctor reported a case of thin flap and (vgb) vertical gas breathrough, observed in the patient's right eye during a lasik flap creation. The doctor did not lift the flap and the case was aborted. Additional information has been requested.